Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (false asystole events) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was intermittently unable to connect to a monitor. Based on the patient flag files, the electrode belt was not properly communicating with the monitor in the field, causing the asystole events. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A patient's electrode belt was returned to the distributor and it was reported that the patient was receiving arrhythmia alarms and false asystole events.